Event description:
During the surgery for explantation of twinfix, the surgeon pulled out the screw to 5mm using normal driver blade, but the screw suddenly stopped spinning and began to backspin. The screw thread was stripped because he tried to turn it again and again. Six days later he went back into patient to remove the rest of the screw.